Manufacturer narrative:
The technician cleaned and lubricated the siderail latch assembly to repair the bed.

Event description:
Information received indicates the right intermediate siderail will not latch in the up position.